Event description:
It was reported the patient's ipg was explanted and replaced on (B)(6) 2016 which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not recharge the ipg as recommended; as a result the ipg is inoperable and an sjm representative confirmed the issue. Surgical intervention is planned to address the issue.